Event description:
The 23cm maryland tip ligasure was not sealing correctly. Tested on multiple tissue types and in both ligasure ports on the generator, and it continued to be underpowered while on three bars. New handpiece given up to the field, no problems noted with new handpiece.